Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/other"), dysmenorrhoea ("dysmenorrhea (cramping"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, tooth disorder, migraine and headache had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she received treatment for: breakage, urinary tract infection, fatigue, dental problems, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/other"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and urinary tract infection outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, tooth disorder, migraine and headache had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder and urinary tract infection to be related to essure. The reporter commented: she received treatment for: breakage, urinary tract infection, fatigue, dental problems, migraine and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Essure explant date and product indication updated. Previously reported ¿laparoscopic bilateral salpingectomy¿ was updated to pelvic pain/other. Events added: breakage, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual bleeding), urinary tract infection, fatigue, dental problems, migraine and headaches. Lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.